Event description:
I have been using an easypulse 5 pulse setting flow meter for the best part of 2 years. On a persistent, daily, basis, the regulator, even when enclosed in a carrying bag, would seldom be found to register the prescribed 2 liter flow, often either showing off or 2 l continuous flow which, in either case, I would note secondary to progressive dyspnea. The worst case being with a 2l continuous flow depleting a new m6 2000psi bottle in less than 2 hours. I was caught without a reserve, became nearly unconscious, when my son quickly drove me to a nearby police station, who subsequently radioed for an ambulance. Receiving oxygen, I quickly recovered without sequelae. I was given a new valve by my respiratory supply carrier at least the third with the same complaints, and was told this was a brand new regulator and would not malfunction. That same day, the same problems occurred multiple times. I have always followed the instructions of turning the valve off when not in use, with a key chained to the carrying bag. I think there is an inherent flaw in the design, with not enough of a detain at the prescribed flow rate. As a consequence of these problems, I am using far too much oxygen and am constantly concerned about the ready availability of the oxygen I need to survive, thank you.